Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that their ins is interfering with their freestyle diabetes monitor. Patient stated that for the first week that they had their monitor, they were receiving low blood sugar readings, but they know that those were inaccurate. The patient stated that they suspected that their ins was interfering and turned off their ins in response. The patient inquired if their ins could interfere with their monitor. Agent reviewed information with patient and redirected the patient to their hcp to further address the issue. The patient also stated that they received an EKG in august and their ins interfered with the readings.